Event description:
It was reported that during a coronary treatment procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous and severely calcified left anterior descending (lad). The physician predilated the lesion with a 2.25x15mm maverick balloon. Upon inflation to 10 atms, the balloon ruptured. The balloon was removed and another balloon and stent were used to successfully complete the procedure. The pt condition is listed as okay.

Manufacturer narrative:
Device analysis. The balloon catheter was returned in a deflated state. Contrast was present in the balloon and distal outer. The balloon was inspected under magnification to locate the balloon defect. A small tear was confirmed in the balloon wall located .5 centimeters from the distal end of the distal markerband. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material and with the ro markers that could have contributed to the leak. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.